Manufacturer narrative:
His MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, the device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. On sample was received without its original packaging. Visual inspection was performed under normal conditions of illumination to detect any damage on the part. It was found that the flange eyelet had incomplete parts. No functional testing was performed on the returned device. However, based upon previous investigations for the same failure mode, an attempt to produce the failure by making a small cut in a neck flange eyelet with a blade was performed in two pieces. One piece had the cut on the inside and the other one on the outside. A twill tape cut was used to pull the neck flange by hand; it was possible to reproduce the failure mode. Additionally, there is 100 percent inspection of the parts used during production and a sampling of the devices after production of finished product to inspect for the nonconformities. The most probable root cause is that damaged occurred after the product left the manufacturing facility. Production personnel were made aware of the failure mode. Additionally, the instructions for use instructs the user to guard against use of the device with sharp objects. (UDI / catalog) and protocol # (510k) are unknown. No product information has been provided to date.

Event description:
It was reported that during the use of the product, the customer was unable to attached the neck tape to the patient because of the damage to the flange. No patient injury reported.